Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine device follow up, several high ventricular rate episodes due to noise were observed. Isometric testing could not reproduce the noise. Pocket manipulation could produce the noise. Programming change was made. The patient was stable.